Event description:
Customer reported that their meter would not recognize the sample and so the test would not start. This problem occurred with new test strips (2 different vials of strips used). The testing technique was correct. This issue was not resolved with troubleshooting.